Event description:
Patient was on ventilator and patient was noted to have 'stacked' breaths (more breaths than required by patient). Respiratory was called to the bedside to troubleshoot the ventilator. The stacked breaths stopped, but a few minutes later were noted again. The ventilator was exchanged.